Event description:
Boston scientific received information that this patient was experiencing pacing inhibition of every other beat, resulting in long pause. The sensitivity was reprogrammed and occasional skipped beats are still noted with oversensing. Impedance measurements were stable during isometrics and pocket manipulation. The patient has complete heart block and is feeling weak. No adverse patient effects were reported. A boston scientific technical services consultant discussed the clinical observation with the caller and suggested the physician perform some programming changes or a lead revision procedure. The physician reprogrammed the device to door. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.